Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the battery quit working so it was being replaced on the tuesday following the report. The issue started in late october and they started getting pain. No further complications were reported.

Manufacturer narrative:
Codes have been updated to reflect the new information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the circumstances that led to the battery not working was normal battery depletion. It was reported that the patient weighed (B)(6) at the time of the event. No further complications were reported/anticipated. "***MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event. ***"